Event description:
It was reported that the patient with this lead exhibited infection with sepsis. No additional adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).